Event description:
Same case as MFR report #:2134265-2009-01823. It was reported that post a coronary drug eluting stenting treatment procedure, in stent restenosis occurred. Two unk taxus express2 stents were placed in a 75% stenosed lesion in a moderately calcified and mildly tortuous proximal left circumflex artery. No pt injuries or complications were reported. Pt status was satisfactory. Approximately one year later the pt presented with chest pain. Both previously placed stents had restenosed. Two unk balloons were advanced but could not cross the lesion. An additional guidewire was inserted and the physician direct stented with a non bsc stent. No pt injuries or complications occurred. The status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.